Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in the hospital with non-sustained lead noise alerts. Low level noise was noted. High pacing threshold was also noted. The lead was explanted and the patient is doing well after the event.